Event description:
Vascular device deployed post heart catheterization. Balloon on device would not deflate to allow proper removal of the device from the right groin. Balloon was punctured through the skin with a needle per physician so that the device could be removed from the groin. Manual pressure applied to groin post procedure. Pt discharged same day.====================== health professional's impression======================unknown by health care professional.